Manufacturer narrative:
Concomitant medical devices: 5076-58 lead, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and bradycardia. The right ventricular (rv) lead was noted with unstable/intermittent thresholds, and measured high/infinite impedances. The right atrial (ra) lead measured low impedance. Both leads exhibited a pacing problem, noise, and intermittent loss of capture. The physician suspected the leads were rubbing together causing the issues. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.